Event description:
It was reported that the table on the 2600 system would not move. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The switch was repaired during the svc call. The system was tested and found to be working as intended, and put back into service. (B) (4)